Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient¿s spouse contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultralink meter was displaying an ¿error 1¿ message during testing. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issue began on (B)(6) 2015 at 8:00am. The patient manages his diabetes with insulin (novolog 5 units; levemir 5-20 units on a sliding scale). The reporter claimed the patient did not make any changes to his usual diabetes management regimen as a result of the error message appearing; however, the reporter stated that the patient developed symptoms of ¿a heart attack and was dizzy and lightheaded¿ 7 days after. In response to the symptoms, the reporter claimed the patient was hospitalized and received cardiac treatment for a heart attack. The reported stated that a blood glucose reading was performed on the hospital meter on (B)(6) 2015 and a ¿hi¿ message was obtained detecting blood glucose greater than ¿600 mg/dl¿. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged meter error message began to appear.